Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that an articulating arm was found to be stuck and would not move prior to a surgical procedure. There was no patient involved with this event.

Manufacturer narrative:
The returned articulating arm was evaluated. It was found to have jammed at one joint as reported. Based on the evaluation received from the device manufacturer, it is believed that the device undergoing intensive use over the course of several years would have contributed. A review of the manufacturing records did not identify any issues which would have contributed to this event.